Manufacturer narrative:
Additional devices for this event: battery- (B)(4); correction on MFR date: 12/10/2015; (B)(4). Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated. Results: interoperability problem. Conclusion: design deficiency. One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (critical battery alarm and premature power switching) was confirmed via logs. The controller passed visual inspection and passed functional testing. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and then replaced by (B)(4)with 89% rsoc values. The controller, (B)(4), in use during the event did not have the smr upgrade installed.  In addition, the logs revealed several premature switching events involving (B)(4). These events are indicative of a communication error between the controller and battery. The manufacturer has opened and investigation to evaluate communication errors between controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient reported critical battery alarms and power switching. It was stated that after log file analysis the field engineer recommended to exchange battery and controller. An elective controller exchange was performed and it was stated that there were no effect on patient. Battery was taken out of service and replaced. No additional information available.